Manufacturer narrative:
Valve leaks are not specifically addressed in the IFU. The sheath assembly was returned in a used and contaminated condition. Check-flo discs critical dimensions are inspected during incoming quality control. Inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A piece of tubing is placed through the iris valve to confirm that the valve opens and closes w/o issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The device was examined with the assistance of engineering. The captor valve was open and functional. A portion of the iris valve was dislodged, but the valve appeared functional. With a dilator through the discs, the disc webbing was torn in two locations. The device was leak tested using water and a 20cc syringe. A leak was detected exiting the iris valve with the dilator through the valve and the iris valve in an open and closed position. Minimal pressure was applied. The dilator was removed and the device was tested with the iris valve open. The device did not leak. The check-flo discs were examined. Each disc was torn. Damage to the check-flo discs likely resulted in leakage. The iris valve was examined and was unremarkable. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. However, steps have been initiated in regard this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment.

Event description:
As reported to cook: the device was reported defective from the operating room with no details as to what happened. I could not attain any add'l info for contact name, number, department other than the operating room. There was confirmation that there was not harm to the pt. Per the district manager: the physician couldn't remember much about the case, but the valve leaked even when in the closed position.